Event description:
A customer reported that the locking mechanism was loose on the a1059 mayfield modified skull clamp. The unit was last repaired by the (B)(6) service centre on 30 jun 2016. A new round head screw was fitted when repairs were made in june 2016. There was no patient information that was knows at the time of the report. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 11/14/2016. The investigation included: methods: evaluation of actual device; review of device history records; review of complaint history. Results: evaluation of device: (B)(4) - au service notes: device has been cleaned and inspected. Index knob requires re-tensioning. Round head screw broken. Recommend unit undergo general service including full disassembly, cleaning and replacement of parts listed in order to restore full function to manufacturer¿s specifications. This device was manufactured on december 31, 2011. A DHR review of the following work orders with lot code 119 shows that the following lots passed all necessary inspection points without any mrrs, reworks or variances. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. A two year lookback in trackwise for this reported failure and or related to \"locking mechanism too loose \" for this product ID shows that 5 complaints were received including this case, see below. This issue will be monitored. Conclusion: in summary the end users reason for return was verified the most likely reason could be due to the broken round head screw. General maintenance required.